Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that before an atrial fibrillation (afib) ablation procedure started, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium became detached from the sheath. The sheath was replaced, and the procedure continued without further issues. No patient consequences were reported. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 5/11/2021, the product investigation was completed. It was reported that before an atrial fibrillation (afib) ablation procedure started, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium became detached from the sheath. The sheath was replaced, and the procedure continued without further issues. No patient consequences were reported. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed for the finished device 00001514 number, and no internal action related to the complaint was found during the review. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 4/12/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).